Event description:
Patient was wearing a pod on the abdomen for longer than 72 hours. On (B)(6) 2026, the patient reported repeated controller connectivity issues with the sensor, which was on day 12 of use. The patient monitored glucose using a phone application and reported blood glucose decreased to 21 mg/dl. The patient experienced dizziness and was reportedly seizing for 20 minutes, resulting in hospitalization on the same day. A healthcare professional diagnosed hypoglycemia. The patient remained hospitalized until (B)(6) 2026, during which insulin delivery via the pump was stopped and treatment with insulin pens, including glargine 18 units and sliding-scale insulin, was provided. The patient additionally reported intermittent controller app errors, controller power cycling, and charging issues with third-party chargers. The pod was discarded following hospitalization.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.